Event description:
The patient reported that their physician told them the bottom lead was not functioning; the impedance and thresholds had changed on the right ventricular (rv) lead. The clinic disclosed that notes indicated the rv lead had malfunctioned but offered no additional details. The physician noted a recommendation for rv lead revision at generator change out. Presently, the lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.